Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 1840 displayed. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Event log confirmed that there was a record of error code 1816 and 1840. Functional testing did not confirm primary reported problem. The cause of the problem was possible defective motor. Preventively replaced the motor. Device passed all functional tests.